Event description:
It was reported that a user on antibiotics experienced elevated glucose and device learning disruptions due to not announcing meals and performing preemptive corrections, followed by an inability to complete ilet setup until cgm pairing occurred and a subsequent issue where the g7 sensor did not connect to the ilet but was connected to the phone; after guidance, the user completed pairing, entered weight, initiated bionic mode, and therapy settings were adjusted. Symptoms included hyperglycemia. Outcomes included no hospitalization and return to normal device use after troubleshooting. Investigation included telephone-based troubleshooting, device setup guidance, cgm pairing verification, and user education on correct pump use. Investigation of this case revealed use-related factors that limited automated insulin adaptation and a cgm connectivity issue that was resolved by guided setup and pairing, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributing user technique and setup factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.